Event description:
It was reported that while playing sports the user paused and disconnected the ilet pump, then shut it down and did not reconnect for an extended period, after which therapy was resumed with a reported blood glucose of 329 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no hospitalization. Customer care provided support that included troubleshooting and user education regarding appropriate pump use during exercise and the need to reconnect promptly after activity. Investigation of this case revealed user-initiated therapy interruption without device malfunction, with no infusion set or cartridge defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery during exercise.

Manufacturer narrative:
Initial.